Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure inserted for female sexual dysfunction. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and high cholesterol. Concurrent conditions included anemia, high cholesterol, galactorrhea, back pain and dyspareunia. Concomitant products included atorvastatin since 2014 and sertraline (zoloft) since 2013. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and nausea outcome was unknown. The reporter considered nausea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter added, event medical device removal replaced with event pain, nausea. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the defective device") in a female patient who had essure inserted for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the defective device). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.